Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -11.0 diopter lens tore/broke during injection/delivery into the eye. The lens was stuck in cartridge. There was no patient contact and no patient injury was reported. A replacement lens was later implanted and the problem was resolved. Reportedly, "lens replaced."

Manufacturer narrative:
A4-a6:unk, h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).